Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On 07/17/2024, it was reported that the patient experienced inaccurate cgm values. The egv was reportedly normal, not high or low, but the value was not remembered. He reportedly had a hypoglycemic episode during which the display device did not alert (because the inaccurate egv did not trigger an alert). He experienced loss of consciousness and seizure and woke in the ed. The bg in the ed was not remembered. The patient was treated with an unremembered IV and discharged the same day. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.